Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer reported a broken cable on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed broken pitch cable at the distal proximal clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Broken strands were sticking out at the wrist. Other cables at wrist were not damaged.